Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral calculus procedure in the upper ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the device, it was found that the stent was fractured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the suture hole was torn and the shaft middle section was found detached/separated. The suture string was returned un-cut and loaded at suture hole section. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, there is no control in how devices were handled in the field. Additionally, the stent returned with the suture string loaded in the suture hole section and it was torn. This is evidence that the stent was manipulated. Therefore, the failures found are issues that could have been generated by the user or due to the interaction of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral calculus procedure in the upper ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the device, it was found that the stent was fractured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.